Event description:
It was reported that the reservoir pressurized during the case. The perfusionist was running three suckers full blast into the reservoir, when the fourth 3/8" "rip" cap that was not being used popped off due to high pressures. 700ml blood leaked, act's>1000, using aprotinin, no clotting was observed. It was necessary to give fluids to the pt. Perfusionist does not feel that the pt's death is due to the pressurization of the reservoir.